Manufacturer narrative:
Device passed the displacement, a-21 error test and self test. No a21 alarm noted during test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump received unexpected restart, a cold reset was performed alarm. The customer¿s blood glucose level was 104 mg/dl. The customer was assisted with troubleshooting. Customer reported they were able to clear the alarm. Customer able to complete rewind. Alarm occurred shortly after inserting a new battery. Customer stated the insulin pump was not stored or not in use for an extended period of time. The insulin pump will be returned for analysis.